Event description:
Hematoma [haematoma], solid clots on pelvic floor [thrombosis], pelvic pain [pelvic pain], fever [pyrexia]. Case description: a spontaneous report was received on (B)(6) 2009 from a healthcare provider (hcp) via a genzyme company representative regarding a female patient who experienced pelvic pain, fever, solid clots, and a hematoma after receiving seprafilm. It was reported that the patient underwent a total abdominal hysterectomy a couple of weeks ago ((B)(6) 2009) where one to two sheets of seprafilm were placed on the pedicles and pelvic floor. Approximately three days after the procedure, the patient became febrile and complained of pelvic pain,. Imaging revealed a hematoma on the pelvic floor with some solid clots. On an unknown date, the patient underwent surgery to evacuate the hematoma, which was completed without complications. The hcp reported that he had not observed hematoma formation following a total abdominal hysterectomy without the use of seprafilm in the past eight years, and therefore concluded that seprafilm may have contributed to the formation of the hematoma. At the time of this report, the outcome of the patient is unknown.